Event description:
It was reported that when the surgeon inserted a competitor's lens the foam tip plunger overrode and tore the lens during insertion. The lens was removed and another lens was successfully implanted without any pt injury.